Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 5 of 5. Per the initial report, the home patient (hp) had a system error 2240. The hp had three bags connected. The hp did not disconnect. There were no leaks. The unused line clamp was closed. The technical service representative (tsr) had the hp cycle the power. The hp would complete the therapy with manual supplies. Global product surveillance ps contacted hp's wife on (B)(4) 2011. The wife stated that the hp finished therapy with manual supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 is not confirmed and the cause was not identified because the companion sample did not duplicate the alarm in the lab and a batch review was performed with no issues noted during the manufacturing process, baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was undetermined.